Event description:
It was reported that pump screen went blank and reset unexpectedly, and pump had to be plugged into power source to turn back on, with battery capacity at or below 20 percent and no power source alert or shutdown alarm recorded prior to the event. There was no adverse impact to the customer's blood glucose level. Customer was unable to upload pump data and was given education on battery best practices, and customer was advised to monitor system and call back if issue persisted.